Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient received inappropriate therapy for an afrvr rhythm. It was noted that the rhythm redetected in the v>a rate branch due to intermittent blanking of atrial events in pvab. Further information was requested however, was not provided.